Manufacturer narrative:
Section d -device information has been updated.

Event description:
A 54 year old man underwent successful pci for amics with impella cp support. In the ICU a hemtoma was noted at the impella insertion site, which was treated with manual pressure. Once the patient was off pressors and stable the pump was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 primary UDI number was updated. Asae / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.